Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the available information and without the device to analyze, a cause for the reported difficult to open or close (gripper actuation - single) cannot be determined. The reported positioning failure (leaflet capture ¿ clip not implanted) was a cascading effect of the reported difficult to open or close (gripper actuation - single). There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that the mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with mr grade of 4. The first clip was implanted without issues. To further reduce mr, a second mitraclip delivery system (cds) was advanced to mitral valve. The anterior leaflet would not stay captured during grasping due to the inability of the anterior gripper arm to drop. The clip was removed without issue and was replaced with another clip. A total of two clips were implanted, reducing mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.